Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Physician revised a triathlon tibial insert from a 9mm to a 13mm due to a condition the patient had that caused their ligaments to become more lax and thus caused the patient to hyperextend.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed by medical records. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: review of x-rays and medical records by a clinician states early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Because soft tissue structures are not visible on x-ray, knee instability need not always be accompanied by abnormal x-ray findings. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: the medical review concluded that: cr component choice in a pcl dysfunctional knee due to degenerative knee disease and/or past trauma has contributed to early instability requiring revision to a thicker bearing. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Physician revised a triathlon tibial insert from a 9mm to a 13mm due to a condition the patient had that caused their ligaments to become more lax and thus caused the patient to hyperextend.